Event description:
A health care professional reported during lasik procedure a broken pt interface injured pt's cornea. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable info becomes available. (B)(4).